Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unhappy with the pump algorithm regarding calculating a bolus while having active insulin in the body (iob-insulin on board). Blood glucose was 98 mg/dl. Tandem technical support educated the customer on the iob feature and calculation of the pump; however the disagreed with the explanation.